Event description:
It was reported there was a coupling problem. It was stated the implantable neurostimulator (ins) may have been flipped. It was noted the ins flip was confirmed via an x-ray. It was stated it likely occurred one week prior to report. It was stated the patient had coupling but no coupling boxes. It was noted the cause of the flip was potentially that the device broke free in the pocket in some fashion. It was further reported the ins had the wrong side facing outwards and there was an extension wire that was on the outer surface of the device that faced the skin via x-ray. It was stated the patient was not able to charge in a timely fashion because they could not couple. It was noted one day prior to report, the position of the device was revised, so that it had the correct orientation in the pocket and there would be no wires that covered the device. It was noted the device was sutured in the pocket. It was noted once it was sutured into the pocket, the coupling was tested and there was sufficient charging capability. It was stated they had all 8 coupling bars. It was noted the patient was able to recharge in a more timely fashion and they received therapy.

Manufacturer narrative:
Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3387s-40, lot# v126330, implanted: (B)(6) 2008, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).